Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The chronic total occlusion target lesion was located in the non tortuous and mildly calcified tibial artery using a 7f non bsc introducer sheath. A 014/300 platinum plus guide wire was placed in the tibial artery. A non bsc balloon catheter was advanced over the 014/300 platinum plus guide wire but encountered difficulty crossing the target lesion. During attempts to cross the target lesion with the non bsc balloon catheter the device prolapsed on itself. The physician attempted to withdraw the non bsc balloon catheter but encountered resistance. An attempt to withdraw the 014/300 platinum plus guide wire encountered resistance. The guide wire became wedged within the prolapsed balloon. When pulling the 014/300 platinum plus guide wire back the physician used force and the tip of the guide wire detached inside the balloon catheter lumen. The non bsc balloon, the remaining portion of the guide wire, and the detached tip were removed together. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed distal tip damage and presents kinks along the body. Visual inspection the device coating severely scrapped, peeled along the entire body and the spring tip severely elongated and unraveled. Also it was observed evidence of core wire fracture at 299.5 cm from the proximal section; the ball weld section was not present; additionally, 2 bends at 125 cm and at 181 cm from the proximal section and a kink at 298 cm from the proximal section. Sem analysis revealed the device appears to have been pulled or pushed against resistance. External analysis revealed the failure site presented transversal cracking, and also exhibited compression and tension zone evidence of a bending action, which is related to the manner in which the guidewire is handled. No materials anomalies were found. Failure occurred due bending overload. The outer diameter of the device was measured at three locations where damage was not noticed. The guide wire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained via the femoral artery. The chronic total occlusion target lesion was located in the non tortuous and mildly calcified tibial artery using a 7f non bsc introducer sheath. A 014/300 platinum plus guide wire was placed in the tibial artery. A non bsc balloon catheter was advanced over the 014/300 platinum plus guide wire but encountered difficulty crossing the target lesion. During attempts to cross the target lesion with the non bsc balloon catheter, the device prolapsed on itself. The physician attempted to withdraw the non bsc balloon catheter but encountered resistance. An attempt to withdraw the 014/300 platinum plus guide wire encountered resistance. The guide wire became wedged within the prolapsed balloon. When pulling the 014/300 platinum plus guide wire back, the physician used force and the tip of the guide wire detached inside the balloon catheter lumen. The non bsc balloon, the remaining portion of the guide wire, and the detached tip were removed together. No further patient complications were reported and the patient's status is ok.